Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "something broken in box." The backend pulleys for the pitch cable inside the housing have become dislodged and rattling inside because the pitch cable was broken at the distal clevis hub. Tension was lost securing the unit together. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that out of the box, the 8mm permanent cautery spatula was damaged. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.